Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedence has risen on the right ventricular (rv) lead. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high, undefined impedances. It was reprogrammed to unipolar. Later, the patient experienced syncope. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.